Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6).

Event description:
The patient¿s mother called and complained of a discrepant inr result while using coaguchek inrange meter serial number (B)(4) in comparison with a venous laboratory result using an unknown method. The meter result was 2.7 inr and the laboratory result was 4.0 inr. The readings were taken at the same time. 30 minutes after the laboratory result, the meter result was 3.7 inr. The patient's therapeutic range was not provided. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The allegation in this case has not been substantiated. No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.